Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2 . Reference MFR. Report#: 1627487-2018-02145. It was reported the patient was not receiving effective coverage from the left cervical lead. Reprogramming was unable to resolve the issue. The patient stated she was recently involved in a vehicle collision. X-rays confirmed the lead had migrated. The patient underwent surgical intervention where the lead was replaced with a new one. It is unknown which lead was replaced therefor we are reporting on both.